Event description:
It was reported that following the implantation of the lead a deformation of the patch electrode was found through an x ray photo. The lead impedance was normal and the lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.